Event description:
It was reported that the deep brain stimulation (dbs) patient experienced poor healing of the incision site on his scalp wherein leaking fluid despite administering antibiotic therapy. The patient underwent a revision procedure where the leads and the burr hole covers were explanted to reduce the risk of infection. The patient was doing well post-operatively. The explanted devices were retained by the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7105547. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: null. Batch: 31528462.